Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed that the patient received inappropriate therapy due to misdiagnoses of heart rhythm. No intervention was performed. Patient condition was not reported.

Event description:
New information noted that patient presented in clinic. Programming changes were made to the implantable cardioverter defibrillator. Patient was stable.